Event description:
The interpretations which appear on the attached lis report, therefore are not provided by the pasco software. Conclusion is that the erroneous interpretations were loaded into co's system by the microbiology lab personnel of st. Joseph hosp. Co recommended that all results and associated interpretations and messages be carefully reviewed before changes are made or reports are released.